Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. A visual inspection was performed to the sample using the naked eye and all components were correctly placed and according to specifications. No defect was observed that could generate the reported condition. A pressure test and clear passage under water was performed to the sample, and it was noted that there was a leak observed at the first y-site. Priming was performed, and a leak was again observed at the first y-site. An autopsy was performed to the first y-site clearlink, and it was observed that the gland had a hole. The reported condition was verified. The cause of the reported condition was a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: e1: initial reporter phone no., h4, h6, h11. E1: initial reporter phone no.: (B)(6). H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system; non-dehp continu-flo solution set leaked from an unspecified port. This occurred during priming prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.